Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, immediately following implant of the first trial lead the patient experienced an irregular blood pressure.the patient was transported to the emergency room for further monitoring. The second trial lead was not implanted due to blood pressure concerns. Follow up information identified the blood pressure issue resolved. The trial was completed and the implanted trial lead was removed on (B)(6) 2016.